Manufacturer narrative:
The manufacturer previously reported receiving information alleging the touch panel sensitivity was not right. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, it was confirmed that the buttons did not respond after pressing them strongly during the operational check. The device's front panel/keypad led pca was replaced to address the issue. The front panel board was evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel board functioned as designed and operated without issue or error codes. Box g report source (rfb) has been updated/corrected in this report.

Event description:
The manufacturer received information alleging the touch panel sensitivity was not right. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, it was confirmed that the buttons did not respond after pressing them strongly during the operational check. The device's led main board was replaced to address the issue.